Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays reviewed by a third party hcp noting periprosthetic fracture of the proximal left femur with implant loosening and subsidence. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1157 ¿ delta ceramic head ¿ 2018101994. Ep-200146 ¿ active articulation bearing ¿ 496660. Unknown cup - unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient suffered a fall in the hospital following primary hip procedure resulting in a periprosthetic fracture. The patient then underwent a revision approximately 3 days later. Attempts have been made and additional information on the reported event is unavailable at this time.